Event description:
Analysis of the returned device revealed the pump had a blank screen with a constant alarm. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection showed the device was in good condition. The team was unable review the history log due to the blank screen. Functional testing found that the pump had a blank screen with a constant alarm. The investigation determined the cause of the issue was a defective main printed circuit board and defective interconnect printed circuit board. They were both repaired to fix the issue.